Event description:
The customer reported that during routine evaluation of the device there are no alarm tones, voice prompts or charge up tone. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.